Manufacturer narrative:
The reported event of power switching occurring on the returned batteries, (B)(4), was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed some cases of power switching due to momentary or temporary battery disconnections. The following batteries were involved in power switching events: (B)(4). These events occurred while connected to a controller which had received the smr upgrade. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to momentary or temporary battery disconnections. Additional system component being reported for this event:. Battery:(B)(4)- exp-11-30-2015, (B)(4), MFR-2014-1-07. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional system component being reported for this event:. Battery: (B)(4) - exp-11-30-2015. (B)(4). The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship.

Event description:
It was reported the controller changed between both batteries and smr upgrade was done on (B)(6) 2016. Controller was replaced from the hospital. There is no effect on the patient. Patient was doing fine during the process. No additional information provided